Event description:
It is reported that the pt was revised in (B)(6) 2011, due to pain.

Manufacturer narrative:
No devices or photos were received; therefore, the condition of the components is unk. Fit and orientation could not be evaluated without x-rays or surgical notes. A definitive root cause cannot be determined with the info provided. . Eval codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.